Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio delivery system. The defect was sized using a 24mm amplatzer sizing balloon. The occluder was prepared per IFU and introduced into the patient. During deployment, the occluder deformed with a cobra shape. The user attempted to correct the deformation, however it persisted. There were no interactions with cardiac structures during deployment and no kink/angulation was observed with the delivery sheath. The occluder was never released from the delivery cable and was removed from the patient. A new 11mm amplatzer septal occluder was successfully implanted. A prolonged procedure time was reported. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, recommended delivery system sheath size for use with a 10mm amplatzer septal occluder is an 6f delivery sheath.